Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the device, ensuring that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred, which the customer acknowledged and understood.